Manufacturer narrative:
D4: UDI number: this product is not required to be registered with the FDA. H6 - results - 3211 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation in the state where the sheath and the dilator were combined with each other. Magnifying inspection upon receipt found that the distal end of the sheath had been curled outward, with the generation of some abrasions around the distal end. The sheath and dilator were carefully separated from each other for further inspection. Magnifying inspection focusing on the pawls on the hub of the dilator revealed no defects. Magnifying inspection of the sheath cap component revealed no defects. The dilator was measured for the outside diameter, the length of the tapered segment and the length of the portion protruding from the distal tip of the sheath when both components were combined with each other securely and confirmed to meet manufacturer specifications. A review of the manufacturing record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "lock the dilator hub into the sheath hub securely. If the dilator hub is not locked into the sheath hub, only the sheath will advance into the vessel and the tip of the sheath may damage the vessel." Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the distal end of the sheath was crushed on the glidesheath slender device. Follow up communication with the user facility confirmed the following information: to perform pci, the customer tried to place the actual sample to the patient's arm; with the generation of high resistance, it was difficult to puncture the skin; after a couple of attempts, the patient developed a spasm; it was reported he removed the actual sample from the patient and found that the distal end of the sheath tube had been crushed; and it was reported that the patient recovered from the spasm.